Event description:
It was reported (2) devices were used during an unk procedure. It was reported by the affiliate that the er320 instrument jaws broke during the procedure. There was no consequence to the pt.